Event description:
It was reported that the pump touch screen was unresponsive. Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no adverse impact to customer¿s blood glucose level.